Event description:
It was reported the physician implanted a 20mm gore helex septal occluder to close an atrial septal defect. The defect measured 10.2mm with balloon sizing. The next day, it was noted that the device had embolized to the left atrium. A snare was used to remove the device and a non gore device was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications. The engineering eval is still in progress. A supplemental report will be filed when the investigation is complete.